Manufacturer narrative:
Initial reporter city - (B)(6).

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The balloon was removed from the patient's body and the procedure was completed with this device. No patient complication was reported.